Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. On site check showed bellows cover rubbed against the battery harness on right side. The harness appeared to not be secured properly during battery install. The rep replaced damaged wiring harness. The mobile view station (mvs) interface cable and the rear cabinet breakout assy showed signs of wear and tear but were working properly. The imaging system passed the system checkout and was found to be fully functional. The rear cabinet breakout assy was returned to the manufacturer unused. The battery wiring harness was also returned and is currently under analysis.

Event description:
A site representative reported that after the imaging system booted he went to move the image acquisition system (ias) and he heard a noise then saw a spark and stopped moving the system. This was when he was moving the system outside of surgery with no patient present.

Manufacturer narrative:
Medtronic investigation of returned suspect battery wiring harness finds that the reported issue was confirmed. The harness was caught by the bellows cover and shorted out. A visual inspection confirmed wires for b7 and b8 were physically damaged and exhibit electrical overstress due to that damage the reported event was confirmed to be caused by an electrical failure mode.